Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Even though there was an initial complaint of an infection, no supporting lab results were given. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not return the device.

Event description:
It was reported that patient had a rotator cuff procedure on (B)(6) 2013 and is having a redness and pain at incision site. A culture was done but the patient had a cold / respiratory infection and was on a z-pac. The culture was negative. The implants were removed on (B)(6) 2013 and replaced with a different type (both original and revision were open shoulder procedure). A gelatin like substance was found on the fibertape and tigerwire.